Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft2337 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "failed insertion of powerpicc catheter stylet by PICC nurse. Followed by successful insertion of PICC line by ir. Radiologist identified right pulmonary artery branch foreign body/wire fragment on retrospective image review and performed successful retrieval procedure of what appears to be part of the insertion. Patient tolerated removal procedure well."